Event description:
As reported by the user facility, during a robotic left lower lobectomy on (B)(6)2017, "used sb1079 nylon bag and the bag broke a the seam/base. Used a different vendor's endobag to retrieve sb1079 bag and specimen from the patient." There was no patient injury and follow up with the facility revealed that the patient is doing well. This is being reported as a malfunction with the potential for injury with recurrence. The legal manufacturer, unimax, who is responsible for the investigation and regulatory reporting, has been informed about this complaint. The device was not returned to unimax because it was discarded by the user facility. A supplier corrective action request has been issued, u16-091.